Event description:
It was reported that the received the order for 10 x tc10012939: battery for alaris 8015 (order number ch185130) and the shipment box label has an expiry date of "06/01/2024". The device itself has expiry date/date code "23/26". The shipment was received 2 days prior to "06/01/2024". There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,b,c and d codes.

Event description:
It was reported that the received the order for 10 x tc10012939: battery for alaris 8015 (order number ch185130) and the shipment box label has an expiry date of "06/01/2024". The device itself has expiry date/date code "23/26". The shipment was received 2 days prior to "06/01/2024". There was no patient involvement.